Event description:
It was reported that a patient presented in-clinic for a surgical intervention procedure. Prior examination revealed pocket erosion on the device. No infection was reported. The device was explanted and replaced on (B)(6) 2023. The patient was stable throughout.